Event description:
The dr called to report that the customer was hospitialized with dka. It was informed that the customer was in ICU at the time of call and was not available to answer questions or testing the pump. However, the nurse ran the testing and the pump passed the functional testing. The date and the time on the pump were correct. The pump has basal rates sets. It was indicated that pump showed the last bolus of 15.0u prior to their hospitalization. The customer was treated with insulin drip.